Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a bipap device's sound abatement foam. Patient alleged stomach bloat, bladder pressure. There was no report of serious or permanent patient harm or injury. The device was returned and could not confirmed the customer allegation.